Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on with ac power observed. The device's power supply was replaced to address the issue. Other: the device was repaired but not returned to the customer, pending customer approval of the estimate.